Event description:
Customer reported getting 3 readings in less than 10 minutes. Each time customer discussed the readings the numbers changed. One time she said the readings were 92 mg/dl, 167 mg/dl, and 90 mg/dl. Another time she said the first number was "in the 90's" mg/dl, the second number was 187 mg/dl and the third number was 90 mg/dl. Another time she said the readings were 92 mg/dl, 87 mg/dl, and 90 mg/dl. Not able to access meter memory to get readings. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
The stapler misfired and did not deploy staples on lung tissue.